Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that the rods were broken. A revision surgery was done to replace the broken rods. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination of the fracture surfaces and adjacent surface wear are consistent with shear due to usage of the rod cutter. Thus, the rods do not appear to have been broken intra-operatively or post-operatively. After visual, and optical evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination of the fracture surfaces and adjacent surface wear are consistent with shear due to usage of the rod cutter. Thus, the rods do not appear to have been broken intra-operatively or post-operatively. After visual, and optical evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.